Event description:
A patient reported blood glucose results of "219 and 116 mg/dl" with a lifescan meter performed within 10 minutes of each other. Lifescan is replacing test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.